Event description:
Pt complained of shortness of breath 1/2 hour prior to 4 hour dialysis treatment ending. Pt smoker with copd, not unusual complaint. When pt did post dialysis weight it showed he had gained 4.1 kg instead of loosing 2.1 kg. Pt admitted to ER transferred to ICU for emergency pof treatment. The suspect equipment was tested on 3/4/94 by a combination of hosp personnel and MFR medical technical specialists. It was determined that valve vb2 on the balance chambers failed allowing fluid to be transferred to pt with no corresponding reverse tmp alarm.